Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the 2 patients were not crossed over the station. A technical support provided the findings to the customer, that patients already discharge. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a 2 patients that were not crossing to the station. The customer reported that the nurse was unable to locate the patients and retrieve medications, which led to a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.